Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was in the range of 200 to 300 mg/dl at the time of the incident. Customer stated that they were able to clear alarm. Customer was able to complete rewind. Customer stated the pump was not stored or not in use for an extended period of time. Customer stated that the unexpected restart alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, a21 test and self test, no error noticed during testing.